Event description:
It was reported the patient's blood glucose (bg) levels decreased to 4 mmol/l (72 mg/dl) while wearing the pod on the leg. The patient's whole body reportedly started to shake and they had to call for the paramedics. The paramedics gave the patient a sugar drink and later the patient ate some bread to stabilize the bg levels. The paramedics stayed with the patient for 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.